Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right atrial (ra) lead was found to have exhibited over-sensing of noise causing inappropriate automatic mode switch. Corrective programming changes were made. The patient was stable throughout.